Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary.

Event description:
It was reported that during a superion implant procedure, the spacer broke. The spacer was being deployed adjacent to a spinal fusion which included pedicle screws and rods. The alignment and depth of the spacers was perfect during deployment but the spacer contacted an osseous structure. The physician did not use excessive force during the procedure. The physician believes that there was regrown bone caused by the patient's previous spinal fusion located immediately inferior to where they were trying to deploy the spacer. The broken spacer was replaced with a new one to complete the procedure. The device will not be returned for analysis as it was discarded by the medical facility.